Event description:
It was reported a patient implanted was experiencing voice alteration before stimulation had been turned on. Patient first reported voice loss, but it was confirmed that patient could speak but very softly. Further information was received that the patient lost their voice after surgery for about a week. The patient's voice returned but was very soft and not normal. The ent had diagnosed the patient with vocal cord paralysis. 3 months past the surgery the patient's voice is high pitched but does project with fatigue-able quiet quality. The ent suggest the patient has a 1/3 chance of vocal cord recovery. Information was received that the neurologist mentioned that the vcp was related to the full revision surgery as the patient was asymptomatic before the revision. No additional relevant information has been received to date.